Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed sores under the back electrodes of the lifevest equipment. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. It was reported that the patient was in the hospital. There is no indication that the lifevest caused or contributed to the hospitalization. The patient¿s physician removed the lifevest due to the skin irritation. Outcome of the irritation is unknown.